Manufacturer narrative:
Patient was reported as being in their 70's. PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed into a patient during a ptbd procedure. During drainage, it was found that the catheter was leaking from the hub. The physician then removed the leaking catheter, opened a new device from another company and completed the procedure successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information regarding event details have been requested, but are not available at this time.

Manufacturer narrative:
Additional information: d10: product received on: 23 august 2018. Investigation evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, as well as a functional test, visual inspection and dimensional verification of the returned device was conducted during the investigation. One locked 8.5fr mac-loc catheter was returned for analysis with the metal cannula inserted into the catheter. Biological matter was present on the device with no additional surface damage noted. Upon removal of the cannula, a bend was observed approximately 12.5cm from the distal tip. A leak test was conducted and confirmed the presence of a leak. Tug and twist tests revealed that the proximal assembly was secure, with the catheter flaring being unable to rotate within the cap. The connector cap was unable to be removed successfully, resulting in damage of the mac-loc threads. Dimensional analysis confirmed that the components of the device were within the correct specifications and tolerances. The connector cap was unable to be dimensionally measured and the flaring remained inside the cap and could not be measured effectively. Physical inspection demonstrated that too many mac-loc adapter threads were showing than what was stated in specifications, suggesting that this is a nonconforming device. Additionally, a document based investigation evaluation was performed. The instructions for use (IFU) instruct that the product should be inspected prior to use to ensure that no damage has occurred. A review of the device history record noted nonconformances in the main lot for punched through side ports, hc separation at the tip/shaft and excess glue. Nonconformances were also found in the catheter tubing subassembly for inadequate tip/tapering. All affected devices were identified and scrapped out or reworked prior to device release. It should be noted that there were no other complaints reported for this lot number. Based on the information provided, the examination of the returned product and the results of our investigation, a definitive cause could not be established. It is possible that the root cause is manufacturing related. Possible factors that could have contributed to the cause include the presence of the suture within the threads of the cap and adapter assembly that interfere with the seal during "torquing", inconsistencies in flaring and the silicone insert being punctured due to improper threading although none of these factors have been confirmed. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.